Event description:
Laparovue was used during urology procedure. The top part of the trocar cleaner (swab) disconnected from the handle and was stuck in the trocar. Graspers were used to remove the swab or top part of the laparovue cleaner from the trocar. Trocar was not broken. Nothing from broken laparovue cleaner entered abdominal cavity.